Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The mother reported that the insertion video has been watched again, and they are doing everything correctly. She stated that the sensor usually gets removed from the skin when lifting the insertion device after insertion. The patient inserts into the buttocks, and has tried the arms but that has not worked. It was stated that the patient has been using the over tape, and has been having an allergic reaction to that tape. The patient tried a new lot, and has not had any issues. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensors had been missing cannulas and that some sensors did not stay in the body after insertion.